Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer was receiving unexpected restart alarms as well as the clock monitor frequency error alarm on the insulin pump. The customer explained that she initially received the battery out limit alarm, changed the battery and then received the unexpected restart alarm. The customer's blood glucose was between 130 mg/dl and 200 mg/dl. Troubleshooting was done. Upon checking the alarm history of the insulin pump, the customer stated that she also received the external ram crc error alarm. The customer stated that the batteries were out of the insulin pump greater than the duration allowed. Explained that the battery out limit alarm was normal insulin pump behavior given the circumstances. Advised customer that the insulin pump needed to be replaced. Advised a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.